Event description:
Epidural needle breakage reported. A pt in labor for childbirth was having epidural anesthesia/analgesia for labor pain. "Very thick lumbar area - cooperative throughout procedure while enduring laboring pains. Vertebral proesses tight regardless of position. Normal pressure applied while advancing epidural needle without success. Upon removing needle, half remained and was easily removed by a 2cm incision by anesthesiologist." The broken piece of the needle was retrieved intact. "The pt delivered on 1/20/99 and was discharged home with a healthy infant 1/22/99."